Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified mid circumflex artery. A 4.0 x 15 mm vision stent delivery system could not advance over an unspecified guide wire. During an attempt to remove the guide wire, there was resistance and the proximal end of the balloon wrinkled. Additionally, the distal shaft of the delivery system separated. The separated portion was still on the guide wire so it was easily removed with the guide wire. A new stent was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection was performed on the returned device. The reported shaft detachment, difficult to position (guide wire) and difficult to remove (guide wire) were confirmed. The reported balloon folds (wrinkled) could not be confirmed as the distal section was not returned. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The multi-link vision rapid exchange coronary stent systems, international, instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.